Event description:
It has been reported to philips the device screen stopped working/became unresponsive, then monitor restarted.

Event description:
It has been reported to philips the device screen stopped working/became unresponsive, then monitor restarted.